Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient inappropriately received a notification for out of range lead impedance. The alert status was reset and cleared.